Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall leading to a pericardial effusion the day after the lead was repositioned. The perforation was confirmed via echocardiogram. As result, a surgical intervention was performed wherein the lead was successfully repositioned and the patient received intravenous antibiotics. The rv lead remains in service. No additional adverse patient effects were reported.